Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer reported to technical service engineer (tse) that errors were displayed on the generator and that cautery was interrupted. The system logs confirmed error c-34. The procedure continued using bipolar energy. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse visited the site and replaced the generator due to error c-34. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and found to that the reported issue was confirmed in the field as c-34 hf voltage using system logs. No visible issues were found during inspection. The generator displayed c-34 on startup. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable cause of error c-34 is attributed to a faulty electrical component inside the generator. This error indicates a lower voltage than expected during energy activation.